Event description:
It was reported that the patient experienced sustained hyperglycemia and suspected an insulin delivery issue after an ¿empty cartridge¿ alert, with a possible infusion leak indicated by the smell of insulin; the patient changed supplies, temporarily disconnected from the ilet, administered a manual insulin injection, then reconnected and observed glucose trending back into range. Symptoms included hyperglycemia. Outcomes included the need for manual insulin administration and glucose monitoring, with stabilization after reconnection. Investigation included review of system delivery history, assessment of alerts, user troubleshooting, and patient education on supply changes and monitoring. Investigation of this case revealed insulin delivery from the system was ongoing per reports, with a probable infusion set or site integrity issue suggested by odor of insulin, but the precise cause of hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.